Manufacturer narrative:
(B) (4). Firing trigger teeth the analysis results found that the atg45 device was received jammed closed, with the firing mechanism damaged and with a reload loaded in the device. The reload was received fully loaded with staples. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken and jammed closed against the short rack. While no conclusion could be reach on what cause the firing mechanism to fail, it is possible that the device was attempted to fire on ticker tissue then indicated or attempted to fire trough a locked reload in previous firings resulting in the damage to the trigger. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B) (4) qa. The returned reload was loaded into a test device and it fired, cut and formed all the staples as intended. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, surgeon used the device to transect on sigmoid colon, he had complete ¿fry¿ and opened the jaw by pressing on release button and found the jaw could not open. Surgeon had to converted to open and transected further more and completed the case by anastomosis suturing. Additional followup has been requested, no response has been received to date. A supplemental report will be sent upon receipt of additional information.